Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a call from their physician due to a monitor transmission indicating a lead issue. The patient reported feeling dizzy and reported to a nearby emergency department (ed). A device interrogation revealed the patients right ventricular (rv) lead triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), high rate non-sustained episodes, and pacing inhibition due to oversensing noise. Additionally the rv lead exhibited high/undefined pacing impedance, and loss of capture. A lead fracture is suspected. It was noted that the patient had an a/v node ablation in the past and had a low underlying rhythm. A temporary implantable pulse generator (ipg) was implanted in the patients groin and the rv lead currently remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.